Event description:
The rptr stated that they did back to back (rapid succession) blood glucose tests, using separate fingersticks. Rptr's results were 37 and 75 mg/dl. The rptr did not have any symptoms. A control solution test of 128 was in range. On followup, it was learned that the rptr had been applying a second drop of blood to rptr's test strip. They had never cleaned the meter (1-1/2 months). No harm was alleged.